Event description:
The event is reported as: complaint alleges: clips did not close properly. Several clips had to be used to ensure proper ligation and another applier had to be used. No pt injury reported.